Event description:
Customer states that the multiclix lancets are leaving metal splinters in the customer's finger after each use. No medical attention was necessary. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Unable to test because the device was lost. Device was lost.